Event description:
It was reported the patient was unable to maintain her ipg as recommended due to losing her external devices. In turn, the patient has been without stimulation due to the ipg being inoperable. A replacement charging system was sent to the patient, but was unable to provide resolution. It was also reported the patient has been experiencing soreness and a burning sensation at the ipg site. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Corrections/removal reporting numbers: 1627487-12192011-003-r; 1627487-07262012-002-r . This ipg serial number is included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Stimulation was restored post-op.